Event description:
It was reported that a high drain 104 alarm occurred after use on the home choice (hc). This indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The home patient (hp) stated they had used 4.25% solution the previous night. The total ultra filtration (uf) equaled 2667ml, the cycle four uf equaled 2742ml, the cycle three uf equaled 116ml, the cycle two uf equaled 123ml, the cycle one uf equaled -314ml, the therapy was tidal, the total volume equaled 8l, the total time equaled 10 hours, the fill volume (fv) equaled 2.2l, the tidal percentage equaled 80%, the target uf equaled 500ml, the last fill volume (lfv) equaled 200ml, and the dextrose was set to same. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. A service history review revealed no previous service events that were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.